Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed no battery voltage anomalies were found. On 12-jul-2010, the telemetered battery voltage was 2.88 v and the daily battery voltage trend measurement was 2.99 v, the difference of which is within the normal limits of 150 mv.

Event description:
It was reported that during an office visit, the device battery voltage measurement was low. The device is still in use. No patient complications have been reported as a result of this event.